Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii & rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device remains implanted.

Event description:
Healthcare professional reported "textured replacement, ruptured and capsular contracture baker grade iii". Healthcare professional reported later "capsular contracture baker grade IV and folds". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.3, d.6b, g.1, h.6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. ¿ crease folding of implant: observed creases on he device ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "textured replacement, ruptured and capsular contracture baker grade iii". Healthcare professional reported later "capsular contracture baker grade IV and folds". This record is for the left side. Device has been explanted.